Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from two (2) regional analgesia infusors with pcm 5-7-12 ml/h. The leaks were observed during delivery in the respective plant. The infusors contained fentanile 0.5 mg/ml, bupivacaine 5mg/ml, adrenaline 1 mg/ml, nacl. The incident occurred before use. There was no patient involvement. No additional information was available.

Manufacturer narrative:
Manufacturing date: august 20, 2016 ¿ august 21, 2016. Two devices were returned with each unit containing approximately 120 and 300ml of solution in the bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and noted the units were wet, however the source of the wetness could not be identified. A functional leak test was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.